Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in a ¿respiratory strand of peritonitis¿ coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not wear a mask. On an unknown date the patient was hospitalized for one night for the peritonitis event. Treatment for peritonitis was reported as an unknown intravenous antibiotic given at the hospital and an unknown ¿medicated pd bag¿ given after discharge at the patient¿s pd clinic. Dianeal therapy was ongoing. At the time of this report the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.